Event description:
The lay user/patient contacted lifescan in 2007 and alleged that she had a meter casing issue with her one touch ultra 2 meter. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on three days earlier between 6:00-6:15 am. She also mentioned that she felt shaky and panicked after the reported issue began. The patient had dropped the meter accidentally in the toilet and the meter casing was cracked. She reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting the patient was unable/unwilling to answer if this was a new product. Based on the information provided, there was misuse of the product. This complaint is being reported because the patient claimed she experienced symptoms suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the lay user/patient.